Event description:
The customer reports: when inserting the catheter in the femoral arteria of the patient, the guide "peel off": the inner part is out, while the sheath got stuck in the catheter. The entire catheter and sheath of the guide were removed from the patient's artery clinical consequences: a control CT scan was performed, and we did not find a piece of guide up to mid-thigh. The monitoring of the patient subsequently showed no sign of acute limb ischemia. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter and guide wire for evaluation. Visual inspection revealed that the core wire was broken adjacent to both the distal and proximal weld. The core wire was returned completely separated from the coils. One kink was also observed in the core wire. No defects or anomalies observed on the returned catheter. The overall length of the core wire measured 332mm which is within specification of 331-339.8mm per product drawing. The outer diameter of the guide wire could not be measured since the core wire and coils were completely separated. The inner diameter of the catheter measured 0.69mm which is within specification of .69-.71mm per product drawing. The returned catheter was attempted to be flushed with water to functionally test the catheter. However, a significant amount of biological material was blocking the catheter body. A guide wire of the same size provided within this kit was passed through both ends of the catheter with minimal resistance but would not pass through the biological material. The catheter body was cut open to observe the blockage of the catheter body. The blockage was confirmed to be dry blood. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide." The reported complaint of a separated guide wire was confirmed by complaint investigation. The core wire broke adjacent to both the distal and proximal weld. The core wire was returned completely separated from the coils. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for separated guide wire complaints. Based on these circumstances, use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when inserting the catheter in the femoral arteria of the patient, the guide "peel off": the inner part is out, while the sheath got stuck in the catheter. The entire catheter and sheath of the guide were removed from the patient's artery clinical consequences: a control CT scan was performed, and we did not find a piece of guide up to mid-thigh. The monitoring of the patient subsequently showed no sign of acute limb ischemia. The patient's condition is reported as fine.